Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified no additional similar complaints for the reported item 154925 and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): d10: item # 159573, oxf anat brg rt sm size 8 PMA, lot # 2185418; item # 166575, oxf uni cmntls tib sz c rm, lot # 2287270. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 12 years and 6 months post implantation due to due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.